Manufacturer narrative:
The customer was asked to call in to medela customer service to troubleshoot with her pump. The customer did not contact medela customer service after the initial email on 11/29/2016. On 12/6/2016 a medela clinician reached out to the customer. At that time the customer reported that her physician prescribed rifampin and ciprofloxan for mastitis, and that she had recovered.  It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant.   The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis."  Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2016 the customer emailed medela customer service and reported that her lactina select breast pump stopped working. She also reported that she had mastitis.